Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1400 mg/dl, disorientation, and a loss of consciousness. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue and customer was unaware of bg level. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 4/18/22 with the issue resolved and no permanent damage.